Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. During visual inspection the service technician noticed lemo connector pin number 4 is burned. The service technician scrapped the power ac adapter.

Event description:
The customer reported model palmtop ac power adapter has burnt pin. At this time, it is unknown if there was any patient involvement.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.